Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s mouth. A roth net was used to retrieved the capsule. They placed another capsule on the same procedure and still did not attach. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.